Event description:
It was reported that a no delivery alarm was received on the insulin pump during manual prime. The customer's blood glucose was 284 mg/dl. Troubleshooting was performed. After disconnecting and reconnecting the reservoir and infusion set, insulin did exit the tubing. A manual prime was run and the insulin pump did not alarm no delivery. The customer mentioned that she was having an issue with the drive support cap, which was pushed out. The customer pushed it back in, but was disconnected from the insulin pump at the time. The customer was advised to follow her medically prescribed back-up plan. Nothing further reported.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump passed the rewind, displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).